Event description:
It was reported that a patient died coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if an autopsy was performed. It was not reported if dianeal and extraneal therapies were ongoing up until the time of death and it was not reported if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient passed away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.